Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that nineteen days into impella 5.5 support, the purge flow dropped while the purge pressure increased to 1000 mmhg. Lysis therapy was discussed but ultimately declined due to the patient's existing cerebral hemorrhage. Information pertaining to the bleed and it's origin was not provided. The staff was advised to replace the pump and decisions regarding to further treatment were pending.

Manufacturer narrative:
Upon further review, manufacturer device report number 1220648-2025-30206 was found to be a duplication of manufacturer device report number 1220648-2025-29645. All further investigation findings and additional information will be submitted on manufacturer device report number 1220648-2025-29645.